Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was confirmed due to damage on switch four, water tightness was lost. In addition to the reported event in b5 the following was discovered; the grip packing ring was loose, the grip had a scratch, the right/left knob had a scratch, the up/down knob had a scratch, the scope connector cover unit had a scratch, the scope connector case unit had a scratch, the plug unit had a scratch, the bending angle in up direction did not meet the standard value due to wear of angle wire, the plastic distal end cover had a burn, the objective lens had a scratch, the light guide lens had a chip, the bending tube was deformed, the connecting tube had coating peeling, water could not be supplied due to clogging of the jet tube in the control unit, and the universal cord had coating peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope's control button number four was not waterproof. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the sub-water supply channel could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leak at switch 4, proper reprocessing may not have been possible. The issues may be detected/prevented by following the instructions for use sections below: gif-ez1500 operation manual chapter 3 preparation and inspection. Gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.